Event description:
Customer called regarding the field notification letter. Customer's blood glucose reading is 319 mg/dl. Customer has treated blood glucose with the insulin pump. Customer states that the drive support cap is protruded. Customer has pressed the cap while connected. Advised customer that insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with protruded drive support disk and a scratched lcd window.